Event description:
Reporter indicated patient was reimplanted with a new lead and generator. The generator was replaced for routine end of service. The lead was replaced due to a suspected lead discontinuity. Product analysis of the generator confirmed it was at the end of service. Product analysis of the lead portion returned revealed no anomalies or discontinuities that could have contributed to the reported lead discontinuity. The electrode array was not returned.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.